Event description:
A customer observed falsely elevated tsh results on the vitros eci q analyzer. The vitros tsh results were not released. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was not report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event found that the customer observed a higher than expected tsh result for a single patient sample. The investigation could not confirm that the customer was following the MFR's recommendation for instrument maintenance. Inadequate instrument maintenance could be a contributing factor for the event. There is not indication that the tsh reagent has malfunctioned. The root cause of the event is unknown.